Event description:
It was initially reported by the physician that the pt underwent a full revision due to lead break. Physician was not sure when the high impedance took place, but it was probably a year ago. Good faith attempts to obtain additional info has been unsuccessful till date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.